Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an ablation procedure to treat wolff-parkinson-white (wpw) syndrome using an intellamap orion high resolution mapping catheter (orion) the patient experienced transient complete atrioventricular block (cavb). About forty-five minutes into the procedure transient cavb occurred due to the mechanical stimulation from the catheter contacting the heart tissue. No interventions were required as the block, the issue resolved before interventions became necessary, and the procedure was completed without further complications. The catheter is not expected to be returned as it was disposed of by the site.